Event description:
Patient felt loss of restriction, and physician performed x-ray and found port tubing leak. Surgery to explant and replace access port has occurred. Follow up findings: leakage at or near tubing connector.